Event description:
Customer reported to the varian help desk a situation where a partial structure was missing and consequently could have resulted in an incorrect treatment field. The original contact was in 2004. The anomaly was discovered during treatment planning phase, so no pt mistreatment occurred, but the customer considers there to be a potential for mistreatment. This report is submitted in accordance with 30 day reporting guidelines in that although the investigation is still in process there is a reasonable probability that if the malfunction were to recur there is a potential for serious injury.